Manufacturer narrative:
Mfg batch records were reviewed with no non-conformances noted. User handling may be the cause since fiber passed release testing prior to shipment.

Event description:
Fiber broke when it was flexed; fiber bent at tip and burned the scope.